Event description:
It was reported that surgeon was final tightening blocker on hook and blocker sheared.

Manufacturer narrative:
Method: device history review and visual inspection. Results: no manufacturing issues were discovered. Visual inspection indicated the top inner threads of the hook are deformed. Conclusion: a plausible root cause cannot be determined as it is unknown when the deformation of the inner thread occurred and may be a result of multifactorial events.

Event description:
It was reported that surgeon was final tightening blocker on hook and blocker sheared.